Manufacturer narrative:
Complaint no: (B)(4). On an unreported date (¿of recent days¿), the patient was hospitalized for the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be "maybe" due to diarrhea however this was not confirmed. The patient was hospitalized for the event and on an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes of administration were not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapy was ongoing. No additional information is available.